Event description:
It was reported that the patient was unconscious in the intensive care unit (ICU) following a surgery. The patient's outcome was not provided. The drug delivered via pump was morphine. Additional information had been requested, but was not available as of the date of this report.

Event description:
Additional information received reported that the cause of the event was brain cancer. The patient had surgery for brain cancer and while in the hospital for that procedure, the hospital had inquired about the drug, concentration, dose info on the pump. As of (B)(4) 2012, the pump management healthcare provider (hcp) was notified patient that the patient has metastatic renal cancer and was turned over to hospice for care. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).